Event description:
It was reported there were coupling issues during recharging. The patient still had pain and swelling at the pocket site following implant. The patient called for troubleshooting help. The patient was able to get 6 shaded coupling bars at one point but then lost it. The patient was planning to get some additional spacers to try. A shocking sensation was also reported. The patient felt shocks in various parts of his body when he was positioned in a certain way. The symptoms began after a fall in (B) (6). At the time of the fall, the stimulation had not changed. The patient went to the ER but was told "he was fine."

Manufacturer narrative:
(B) (4).